Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary: the analysis results of the device found that it was received already deployed and with the bag fully cinched. The suture was noted in good condition and attached to the bag and to the device. The rest of the components of the device were in good condition. It could not be determined what may have caused the event reported. A batch record review was performed and no anomalies were found during the mfg process.

Event description:
It was reported that prior to a laparoscopic cholecystectomy procedure, when the package was opened, the device fell apart. A new device was pulled and used to complete the procedure. There was no pt impact.